Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had good therapeutic effect from the neurostimulator until (B)(6) 2010 when she lost relief. She met with the company representative and her physician and was reprogrammed. It was noted that she had 2 electrodes available. In (B)(6) 2010, she met with the physician's nurse who tried to reprogram her. The pt subsequently met with the company representative and was told that the device battery was depleted. Additional info was requested.